Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 06p01-55 that has a similar product distributed in the us, list number 6p01-60 / 61, with 510k/PMA/bla number bl125679. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeat reactive alinity s hiv ag/ab combo results generated on the alinity s systems for a donor sample who was identified as biological false reactive two years ago. The donor sample initially produced a nonreactive result. Due to sporadic control concerns, which prompted the customer to review and investigate. Upon review and retesting, the donor sample produced reactive alinity s hiv ag/ab results; however, further confirmatory testing of the donor sample yielded all negative results. Due to the initially nonreactive hiv result, platelet products from this donor were released and transfused to a recipient. However, based on the customer¿s testing algorithm and the negative confirmatory testing, the donor was again determined to be a biological false reactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): on (B)(6) 2026 alinity s hiv initial result (B)(6) = 0.90 s/co (nonreactive), (B)(6) 2026 repeat result on (B)(6) =1.31 s/co (reactive), (B)(6) 2026 repeat results on (B)(6) = 1.50 s/co (reactive), 1.52 s/co (reactive). On (B)(6) 2026 nat multiplex (procleix ultrio elite) = 0.11 s/co (negative), (B)(6) 2026 nat dhiv (procleix ultrio elite hiv discriminatory) = 0.09 s/co (negative), (B)(6) 2026 hiv ia2 (biorad genscreen ultra hiv ag-ab) = 0.20 s/co (negative). No further impact to donor/recipient management was reported.

Event description:
The customer reported false repeat reactive alinity s hiv ag/ab combo results generated on the alinity s systems for a donor sample who was identified as biological false reactive two years ago. The donor sample initially produced a nonreactive result. Due to sporadic control concerns, which prompted the customer to review and investigate. Upon review and retesting, the donor sample produced reactive alinity s hiv ag/ab results; however, further confirmatory testing of the donor sample yielded all negative results. Due to the initially nonreactive hiv result, platelet products from this donor were released and transfused to a recipient. However, based on the customer¿s testing algorithm and the negative confirmatory testing, the donor was again determined to be a biological false reactive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2026 alinity s hiv initial result (as1199) = 0.90 s/co (nonreactive). (B)(6) 2026 repeat result on as1199 =1.31 s/co (reactive). (B)(6) 2026 repeat results on as1195 = 1.50 s/co (reactive), 1.52 s/co (reactive). (B)(6) 2026 nat multiplex (procleix ultrio elite) = 0.11 s/co (negative). (B)(6) 2026 nat dhiv (procleix ultrio elite hiv discriminatory) = 0.09 s/co (negative). (B)(6) 2026 hiv ia2 (biorad genscreen ultra hiv ag-ab) = 0.20 s/co (negative). No further impact to donor/recipient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A review of tracking and trending for the alinity s hiv ag/ab combo assay (ln 6p01-55) did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 78155be00. A review of the device history record did not identify any nonconformances, potential nonconformances or deviations with lot 78155be00 and the complaint issue. Labeling was reviewed and found to sufficiently address the customer¿s issue. A review of alinity s hiv ag/ab combo ln 6p01-55 reactive rates and specificity (assuming zero prevalence), and for lot number 78155be00 specifically was performed utilizing field data. Data was assessed across melbourne processing centre (australia), applicable peer sites and a whole blood and plasma group. The performance of ln 6p01-55 lot 78155be00 is within product requirements and comparable to other ln 6p01-55 lots analyzed in the comparison across the whole blood and plasma group, peer sites and melbourne processing centre (australia). Whole blood and plasma group: initial reactive rate (irr): 0.073 %, repeat reactive rate (rrr): 0.039 %, irr - rrr:0.034 %, specificity: 99.961 % melbourne processing centre (australia): initial reactive rate (irr): 0.061 %, repeat reactive rate (rrr): 0.037 %, irr - rrr: 0.024 %, specificity: 99.963 % peer sites: initial reactive rate irr: 0.083 %, repeat reactive rate (rrr): 0.058 %, irr - rrr: 0.025 %, specificity: 99.942 % the hiv immune response and corresponding pathophysiology are well characterized, as are the various hiv markers and their detection patterns used to diagnose hiv infection. The complaint notes that the donor had previously been assessed as a biological false positive; however, additional details regarding donor history¿such as recent vaccinations, drug or medication use, prior testing results, and general medical condition¿were not available. It is important to note that the presence of antibodies does not provide information about whether a newly acquired or self-limited hiv infection is present or not. While typically in early phase, the first marker to be detected in hiv infected individuals is hiv rna followed several days later by the hiv-1 core antigen p24. After seroconversion, antibodies against hiv are nearly always detected in hiv infected asymptomatic individuals and aids patients. This expected pattern is not consistent with the results documented in this complaint. Considering the negative nat results and the nonreactive biorad reported for the sample in question, it is difficult to definitively label these combined results as true antibody positive. Discordant serology and nat results are an indication to defer a donor, and algorithms exist whereby deferred donors may subsequently present for reentry. Individuals who are repeatedly reactive should be referred for medical evaluation. Based on the investigation, no systemic issue or deficiency was identified. The alinity s hiv ag/ab combo reagent, lot number 78155be00, is performing as expected.